Event description:
When disposing contaminated needles, syringes or butterflies the items pop back out and can stick the user's hand. Rptr was disposing of a butterfly and it popped out and stuck them in the hand. The container was not full.